Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2024, it was reported that the patient mentioned that he got into a car accident a year prior but was unable to provide the exact date. The patient said he was about to drive home that day when the receiver alerted that he was low. The patient was unable to provide the egv at that time and no bg comparison was taken. The patient ate to get his sugar back up but said that the readings didn't go up after treatment and were still showing low. While driving, patient said he got dizzy and passed out causing him to hit 3 cars. The patient¿s air bag deployed and he did not sustain any injury except for minor shoulder pain. The patient reported he was not brought to the hospital. According to the report, the patient assumed that he was actually hyperglycemic at the time, contrary to what his cgm was showing because he blacked out after eating. According to the report, the loss of consciousness was possibly because his sugar was sky high already. The patient reportedly refused to provide further details about the incident saying it was not the main reason for his call the day of the report. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.